Event description:
It was reported that the patient presented in clinic experiencing discomfort due to diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.